Event description:
It was reported that the new ventilator had an abnormality in the gas module connector. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our distributor. The diss o2 connector to the o2 gas module was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).